Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported symptoms of hypoglycemia on (B)(6) 2011, mobile system blood glucose results of 6.1 mmol/l, 11.6 mmol/l, 3.0 mmol/l, and 4.8 mmol/l within 10 minutes. Reported no adverse event. Also reported symptoms of hypoglycemia on (B)(6) 2011, mobile system blood glucose results of 10 mmol/l, 6.5 mmol/l, 3.3 mmol/l, and 3.1 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.